Event description:
The spinal cord stimulation system was explanted due to a methicillin-resistant staphylococcus aureus infection. First the pulse generator was explanted; the lead and extension were explanted 4 days later. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.